Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the complaint could be verified. The foreign material inside the helix is steroid plug. The steroid plug has slipped out (was visible) when the helix was in extended position. This might be due to that the steroid plug was not correctly positioned inside the helix during manufacturing this lead.

Event description:
It was reported that prior to implant the physician tried to extend the helix and noticed a piece of silicone within the helix. This lead was not implanted.